Event description:
On (B)(6) 1996 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2015 a computed tomography (CT) scan of the abdomen/pelvis-infrarenal revealed there were struts or feet of the filter extending beyond the vessel wall. There was no surrounding inflammatory change. On 18 march 2019 a CT of the abdomen revealed the filter was higher than expected. The caudad tips of the filter struts were lying outside the confines of the inferior vena cava.

Event description:
On (B)(6) 1996 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2015 a computed tomography (CT) scan of the abdomen/pelvis-infrarenal revealed there were struts or feet of the filter extending beyond the vessel wall. There was no surrounding inflammatory change. On (B)(6) 2019 a CT of the abdomen revealed the filter was higher than expected. The caudad tips of the filter struts were lying outside the confines of the inferior vena cava.